Manufacturer narrative:
Additional information: based on received information, in situ measurements confirm the device to be operating within normal limits. However, a complete insertion of the active electrode array could not be achieved at implantation, which was followed by a post-operative partial migration out of the cochlea, resulting in 5 extra-cochlear channels. This finding may have contributed to the observed symptoms. Despite requested, no additional information could be yet retrieved.

Event description:
About 2 months ago the user complained about having pain at the contralateral implant region (right side). She described the pain to be like stabbing inside the ear, however she cannot say for sure on which side. The mother reported that most of the episodes occur on the right implant site and that with two episodes the pain was present when touching the implant region on the right side. Last year (during the pandemic) the user noticed fluctuations in loudness perception. The user also reported that she sporadically hears crackling noises. Despite requested, no additional information could be yet retrieved.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
About 2 months ago the user complained about having pain at the contralateral implant region (right side). She described the pain to be like stabbing inside the ear, however she cannot say for sure on which side. The mother reported that most of the episodes occur on the right implant site and that with two episodes the pain was present when touching the implant region on the right side. Last year (during the pandemic) the user noticed fluctuations in loudness perception. The user also reported that she sporadically hears crackling noises.